Event description:
It was reported that the implantable neurostimulator (ins) was feeling hot to the touch for the past couple of weeks prior to the notified date. The patient had always complained a little bit about the ins since implant but now her spine was hurting and it was feeling hot. It was difficult to tell if the skin was red was due to the patient rubbing the area. The patient¿s mother stated one of her concerns was how the battery was doing. It was noted that the ins was implanted in the patient¿s lower back. The patient did not have a following physician since (B)(6) 2014. It was noted that the patient was handicapped and the wife of the caller was responsible for her care. The patient was just in the hospital to have a shunt assist device placed, which was unrelated to the ins system, for the patient¿s hydrocephalus. The current ins was implanted to treat a nerve in the occipital portion of her head. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).